Manufacturer narrative:
Additional patient information: patient height reported as (B)(6). This report is for one (1) unknown screw, which broke during hardware removal surgery. Initial implant date is unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(4) there was difficulty removing the screw from the plate during a revision surgery to remove all of the devices and that is when the screw head broke off. The surgeon was able to remove all of the devices and the surgeon took x-rays to confirm that all fragments were retrieved. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient initially had surgery on an unknown date for the implantation of a 4.5mm locking compression plate (lcp) 10-hole condylar plate and 5 distal screws. On (B)(6) 2016 a patient underwent a planned hardware removal due to a healed fracture and a future planned total knee replacement. Prior to the hardware removal on (B)(6), it was noted that all implants were intact with the exception of the known embedded 4.5mm cortex screw fragment. During the hardware removal surgery performed on (B)(6) 2016, the surgeon found that one of the screws was cold welded onto the plate. Upon trying to remove the screw, the head broke off. There was a 10 minute delay while the surgeon used a conical extraction set and a drill to get the screw out of the plate. An x-ray was taken to confirm that all fragments were retrieved. It was reported that the original broken cortex screw remains implanted in the patient. The remainder of the surgery was uneventful and the patient was reported as stable. Concomitant device reported as: 4.5mm lcp 10-hole condylar plate (part #unknown, lot #unknown, quantity 1). Post initial surgery, on an unknown date the patient underwent a revision due to a broken 4.5mm cortex screw in which a portion of the screw was left in the patient. At that time surgeon revised the patient by adding a locking screw. This event of a revision due to a broken 4.5mm cortex screw is captured under linked complaint (B)(4). This report is for one unknown screw, which broke during hardware removal surgery. This is report 1 of 1 for (B)(4).